Event description:
(B)(4). Essure implanted under anesthesia under doctors care at (B)(6). Sharp pain coming from left side of uterus upon waking, had to be administered pain medication to stop pain. ER visit within 7-10 after procedure due to sharp stabbing pains in uterus. Nothing was found and I was sent home. Ultra sound done within 6 months, along with other various tests but still nothing found. In less than 12 months I had to begin physical therapy for pelvic floor disorder to relieve inflammation, treatments lasted over 18 months. I have had irregular periods, painful and heavy bleeding with foul odor. Pain, itching and burning with intercourse, followed by spotting. Other symptoms include bacterial vaginosis, urinary tract infections, pre-cancerous cell changes on the cervix, dysplasia, loss of libido, migraines, bloating, back and neck pain, dizziness, constipation, mood swings, ringing in ears, depression, anxiety, brain fog - forgetfulness, cloudiness, iron deficiency, skin rashes, acne, heart palpitations, metallic taste in mouth and decreased vision.